Manufacturer narrative:
As reported in the literature by yoshimura et al., (2009). Staged angioplasty for carotid artery stenosis to prevent postoperative hyperperfusion. Operative neurosurgery 1 volume 64. Doi: 10.1227/01.neu.0000334046.41985.bb; report one patient required an unknown stent to be placed owing to a wall dissection when the stenosis was dilated again using a 4.0-mm amiia or savvy balloon catheter because of insufficient dilatation after the first angioplasty. The intended procedure was a conventional balloon angioplasty and an amiia or savvy balloon catheter was inserted into the stenotic lesion and inflated with nominal pressure for 60 seconds. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The report also represents notification of 1 event for vessel dissection. Please note that patient specific details (demographics, medical history and reason for intervention) are not available. The device is the savvy balloon but the catalog and lot numbers are not available. The citation is as follows (yoshimura operative neurosurgery_2009). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature by yoshimura et al., (2009). Staged angioplasty for carotid artery stenosis to prevent postoperative hyperperfusion. Operative neurosurgery 1 volume 64. Doi: 10.1227/01.neu.0000334046.41985.bb; report one patient required an unknown stent to be placed owing to a wall dissection when the stenosis was dilated again using a 4.0-mm amiia or savvy balloon catheter because of insufficient dilatation after the first angioplasty. The intended procedure was a conventional balloon angioplasty and an amiia or savvy balloon catheter was inserted into the stenotic lesion and inflated with nominal pressure for 60 seconds.